Event description:
Additional information was received stating that the pre-operative diagnostics were performed which showed lead impedance within normal limits. Intra-operative diagnostics with the replacement generator and existing lead showed high impedance. The patient was referred for surgery to resolve the high impedance but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. Prior to replacement, the patient¿s device was tested and pre-operative system diagnostics showed high impedance. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that high impedance was observed after generator replacement. No "fine" and that the patient was closed with only generator replacement. Attempts to obtain additional information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem; corrected data: additional information indicates that pre-operative diagnostics were performed.